Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial perforation and single leaflet device attachment (slda). It was reported that on (B)(6) 2017, one mitraclip was successfully implanted to treat grade 4 functional mitral regurgitation (mr), reducing mr to grade 1-2; however, during removal of the clip delivery system (cds) a perforation occurred in the right atrium from the tip of the cds. The perforation was surgically repaired with a suture; however, due to manipulation of the heart, the clip detached from the posterior leaflet, but remained attached to the anterior leaflet (slda) and mr increased to grade 4. On (B)(6) 2017, a second mitraclip procedure was performed, successfully implanting 2 additional clips to secure the slda and reducing mr to grade 1. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis as it remains in the anatomy. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation(mr), cardiac perforation, and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment, atrial perforation and pericardial effusion appears to be related to challenging patient anatomy (tethered posterior leaflet) and procedural circumstances (maneuvers related to manipulation of the heart while repairing the perforation). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.